Event description:
Surgical procedure: component separation with mesh. Note: per the sales rep, the procedure date is (B)(6) 2015 and not 2/26/2015 as noted in the ftr. According to the reporter: the patient is ok. Minimal information was given from the surgeon. He stated that there was an infection due to sepsis and the mesh had to be taken out. The staff cannot provide any further information. Additional information requested from the account but not yet received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/01/2015.

Manufacturer narrative:
(B)(4).